Event description:
Caller reported inform system blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, and 193 mg/dl, within 10 minutes. Customer states that controls were run within 24 hours of results and they passed. Reported no adverse event relative to discrepancy. A request was made for the return of the strips.